Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit. Additionally, two photographs were provided. The visual inspection of the provided unit discovered that the extension tubing was broken near the luer adapter. No cannula, extension tubing, or catheter adapter were provided. Only the adapter with a piece of the extension tubing adhered within one end was provided. A microscopic examination of the broken end of the tubing showed that the surface was rough and uneven. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing tubing may damage during feeding and loading the tube clamp. Tooling damage may cause tubing damage, premature clamp activation, tubing bonding failure, missing clamp, or a tubing crimp. In process test and inspections according to quality control plan are performed to mitigate the occurrence of this defect. Another possibility is that this occurred during use. It¿s possible that during complete power injection the tubing was damaged or separated from the adapter. Since no catheter or extension tubing was provided a definitive root cause could not be determined.

Event description:
No additional information

Event description:
It was reported that bd nexiva single port broke at the adapter connection. The following information was provided by the initial reporter: incident of nexiva 22ga 78184 bd383512 breaking where the integrated extension tubing joins to the blue end piece that connects to the needleless connector. Additional info: we have an incident of nexiva 22ga 78184 bd383512 breaking where the integrated extension tubing joins to the blue end piece that connects to the needleless connector. They saved the blue piece (I have it) but not the rest of the catheter. It was a 3-year-old child. They found it broken and it was clamped at the time. The rest of the cather was removed intact. Additional info: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? 1. Yes, but no harm done other than piv restart - it was clamped below the break. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Can you please provide the lot number associated with reported issue? No. 4. Total number of occurrences? 1. 5. Date of event: october 21. Additional info: extension tubing broke at blue connector.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.